Event description:
On (B)(6) 2025, the user reported that the ilet touchscreen was intermittently unresponsive when attempting to unlock, requiring multiple swipes to function. Troubleshooting confirmed the firmware was up to date, and a replacement ilet was arranged. No blood glucose impact or symptoms were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.